Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 09/27/2017. Retain product was tested and found to be functioning according to specification. Return product was not available. Investigation: a review of the device history record (DHR) confirmed that the cartridge lot passed release specifications. Retained cartridge testing of pt/inr cartridge lot s17015 met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ab (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for pt/inr cartridge lot s17015. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification.   When the history of results on the I-stat were reviewed they were consistent over time.   The patient is on warfarin and therefore an pt/inr in the range of 2-4 inr would be expected depending on warfarin dosage, other medications and diet.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges that yielded unexpected results on a (B)(6) male patient with pulmonary embolism and hypothyroidism. There was no additional patient information available at the time of this report. Return product is not available. Date of testing: (B)(6) 2017: I-stat 5.0, lab 2.8. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).